Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 202 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. Troubleshooting could not continue due to customer not having new battery. Customer would replace used battery with new battery and would call back should issue persist.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received stating that the customer did receive another failed battery test alarm with the energizer industrial battery. The customer was advised to clear the alarm and leave the battery out, and use a back up plan until she can get a new battery.